Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the cardiac resynchronization therapy defibrillator was in back-up vvi operation. The device was restored to its normal functions successfully. The patient would continue to be monitored with regular follow-up.